Manufacturer narrative:
E1: facility name (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had an air-in-line alarm. Per reporter, the tubing was clamped, cassette was locked in place, battery cover opened and closed, and bottom of the cassette tapped on a hard surface to disperse air bubbles, but the alarm had returned. The patient had stated that the medication bag appeared empty. The patient was redirected to their clinic. The reservoir volume had been 9.6. The event occurred while in use with a patient at patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.